Manufacturer narrative:
Product available to stryker. An event regarding packaging damage involving a triathlon baseplate was reported. The event was confirmed through images provided. No product was returned, however images of the damaged device were sent. The photographs shows the unit carton without its shrink wrap. Indentation lines visible on the top of the unit carton at the front. There is evidence of a hole in part of the inner blister packaging. Medical records received and evaluation: not performed as the event relates to a packaging issue. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events reported for the lot referenced. Based on the visual inspection of the images provided of the packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been compressed and/or dropped from a height causing damage to the unit carton. No further investigation for this event is possible at this time.

Event description:
It was reported that the size #2 tibial baseplate internal packaging was cracked.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the size #2 tibial baseplate internal packaging was cracked.